Event description:
It was reported that the device exhibited a check syringe flange error. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Submission failed on 18-feb-2025 due to an internal error. D9: product received date 17-jan-2025. H3: one device was returned for repair with complaint that the device exhibited a check syringe flange error. No previous service noted in the last 12 months. Review of event log found check syringe flange sensor. Visual/functional testing was performed. Complaint was confirmed during onboard testing, duplicating the error alarm. All hardware in the device works properly, then it was noticed that the syringe flanges were catching against the syringe ear clip when the plunger was at a home position, so the repair consisted of gradually shaving off the two pointy top parts of the clip and tested it until the error stopped displaying. Pump was recalibrated and passed all performance verification tests.

Event description:
It was reported that the device exhibited a check syringe flange error. There was no patient involvement.